Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 60-year-old male noted as high risk percutaneous coronary insertion was implanted with an impella cp device for mechanical circulatory support. It was reported that while the patient was on impella cp support, single access was unsuccessful due to not being able to advance wire up femoral artery and the surgeon decided to take the patient to or for a coronary artery bypass graft (CABG). The impella cp remained in and running during CABG and an aortic repair for a known an ascending thoracic aneurysm.. It was also reported of hemolysis present. Echocardiography was performed at bedside and the surgeon repositioned the impella cp. The impella cp device was weaned and removed prior to clearing of hemolysis.